Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of an atrial rhythm on the ventricular channel. This resulted in pacing inhibition of greater than two seconds. Technical services recommended bringing the patient in for evaluation and to adjust the sensitivity and to consider a chest x-ray. At this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of an atrial rhythm on the ventricular channel. This resulted in pacing inhibition of greater than two seconds. Technical services recommended bringing the patient in for evaluation and to adjust the sensitivity and to consider a chest x-ray. At this time, this rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.